Event description:
Device analysis performed on the returned indirect decompression spacer revealed that the spindle cap was completely sheared off from the implant body and actuator shaft and spindle found to be outside of the main body as well as severe abrasion on the mating surface of the actuator. The detachment of the spindle cap was due to excessive force. The damage to the implant indicates failure was likely due to deployment against resistance (e.g., bone) and or manipulation of the position of the device by gear shifting of the inserter. In addition, the cam-lobe was significantly bent. This damage suggests that the user exerted excessive force while attempting to deploy the implant against a rigid obstruction (spinous process). A labelling review was performed, and it did not reveal any anomalies. Additionally, device breakage can occur when used with forced deployment and is noted within the instructions for use (IFU) as a potential complication associated with the use of the device.